Event description:
(B)(4). Constant pain, bowel issues, painful menstruation, swelling, fatigue, numbness that continued from 2008 to 2014, end result being a hysterectomy that included removal of cervix, uterus, fallopian tubes, and left ovary. During my hysterectomy my doctor for my left fallopian tube and left ovary to be overlapping and twisted together in (B)(6) 2014.